Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on valve bond edge side assessed as fold flaw opening. Additional observations: wear abrasion observed on the device. Crease fold observed on the device. Non penetrating nick(stress marks).

Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Event description:
The device has been explanted.